Event description:
It was reported that during the upgrade procedure, the right atrial lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. The proximal conductor was found to have blood/body fluid (not obstructed) and was distorted. Blood was found in/on the helix mechanism and the helix mechanism (sleeve head). The inner insulation was kinked buckled, and the outer insulation was noted to have a cosmetic depression. The lead appeared stretched, was noted to have apparent explant damage, and was returned with the guide tooth damaged.